Event description:
Consumer called stating that the crossbar underneath the seat on the 96-2 shower chair has allegedly broken. No injury.

Manufacturer narrative:
(B)(6) - with no date code available, the actual manufacturer of this 96-2 shower chair is unknown. Notification letters are being sent to all suppliers of this model medical device. The malfunction has not been confirmed.